Event description:
New information received indicates that the failure to interrogate the pm was due to an inductive circuit failure. No changes or interventions were reported. There were no reported patient complications.

Event description:
It was reported that during remote follow-up, failure to interrogate was noted on the patient's pacemaker (pm). Further information was requested but not yet been received.